Manufacturer narrative:
The pip sensor was returned to tosoh instrument service center for investigation. Functional testing passed and did not confirm the reported failure of the home sensor. The most probable cause of the reported event is unknown, could not be traced to device.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing all set home function. Fse noticed the incubator home sensor had malfunctioned and replaced it. Fse performed all necessary alignments and ran several cup transfer tests without errors. Fse validated the analyzer by performed daily check run, quality control run and patient samples; all results passed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were three (3) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12: flags and error messages states the following: [(B)(4)] incubator slipping detected: cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event is due to failure of the incubator home sensor.

Event description:
A customer reported getting error message 4275 incubator slipping detected on the aia-900 analyzer. The customer performed an all set home function and inspected analyzer for obstructions, none was found but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.